Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e315 (scope error: unsupported scope) and e216 (scope communication error) occurred due to corrosion on the endoscope connector. The most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the colonovideoscope exhibited error codes e216 (scope communication error) and e315 (unsupported scope error). There was no patient involvement.